Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -18.0/2.0/033 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6) 2023. This resolved the problem.

Manufacturer narrative:
Claim#: (B)(4).